Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) had an unresponsive keyboard. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) keyboard assembly. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).